Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system could not establish communication with the medtronic imaging system in the operating room (or). It was reported that the digital intercommunication of medicine (dicom) servers tab was accessed on the viewing station of the imaging system, attempted to verify but stated it could not be completed, the imaging system and navigation system were then restarted which restored functionality. It was noted that following the restart, the navigation system was selected on the navigation selection screen on the viewing station of the imaging system. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The software logs were received for analysis. Review of the logs provided no additional insight regarding the cause of the reported event. The on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.